Manufacturer narrative:
Initial and final MDR (B)(4)- device 7 of 13.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-april-2024, it was reported by the patient that 13 infusions set fell off during use out of which four are tubing pulling out. Event occurred on 04/04/2024 and 05/22/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.